Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed. Analysis revealed no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant products: product ID d154vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. The device was returned to the manufacturer after being explanted due to an upgrade. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.